Event description:
It was reported via a journal article that there was a study conducted in germany to compare long-term device associated safety and outcomes in patients with stage 4 chronic kidney disease (ckd) who received either a transvenous implantable cardioverter defibrillator (tv-ICD) or subcutaneous implantable cardioverter defibrillator (s-ICD) with a single right ventricular lead. In the study, it was noted a pocket hematoma in one of the patients before discharge after s-ICD implant; the patient had s-ICD generator dislodgement, requiring hospitalization and revision. There were no s-ICD infections. All evidence indicates the s-icds remain in service and no additional adverse patient effects were reported.